Event description:
It was reported that the customer's pump screen was dark and would not turn on, causing the customer's blood glucose level to exceed 500 mg/dl, with a specific value displayed as "high." The customer did not have any backup insulin therapy available and did not require assistance from a third party. Technical support instructed the caller to perform troubleshooting steps, including checking the power source and button operation; however, the pump failed to respond. As a result, technical support arranged for a replacement pump to be sent to the customer, who was advised on returning the malfunctioning pump and on steps to follow upon receiving the new pump.